Manufacturer narrative:
A.4 added weight of the patient as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ investigation summary: unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had difficult patient anatomy preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted as the pump was unable to pass through the patient's vasculature. No patient harm was reported.